Event description:
When sureform stapler was being used it would not register to apply the staples after several attempts so it was taken out and new one was open then with the new one after the staple load was applied and stapler was shut it would not reopen so another new stapler was open.